Event description:
Customer reported receiving inaccurate blood glucose tests. Customer received readings of 45 mg/dl compared to a lab reading of 240 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in progress. A follow-up report will be filed once investigation results are available.